Event description:
It was reported that the customer had issues with the infusion set and was unable to deliver insulin through the reservoir. Customer's blood glucose level was 444 mg/dl. Customer treated manually. Customer had a motor error alarm and a no delivery alarm. Customer stated that she has only had the pump for a week. It was explained that the motor error alarm may be caused by viewing the sensor glucose graph while the pump was delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer has changed the reservoir and made a correction. Customer's blood glucose level was not going down. Customer was advised that she did not allow the insulin to get to room temperature before putting it in the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and cracked battery tube threads.